Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that, during the set-up for a surgery, the generator did not switch on: no power output. Smith and nephew back-up device was available to complete the surgery. Surgery was not delayed. The patient was not harmed. As per complainant report, the device was tested by the sales rep with no issues reported.